Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient failed to recharge the scs ipg for approximately a year. As a result, the ipg was inoperable. As a result, surgical intervention is pending to address the issue. The device information is not available at this time.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient's inoperable ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Corrected data.